Event description:
Pt is tetraplegic using his power wheelchair. The pt was tilting the seat back in the power wheelchair in order to perform the recommended pressure relief. The power chair fell backwards while performing this task.